Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The customer samples were evaluated. And safety shield separation was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A CAPA was initiated for complaints relating to defective locking mechanism. The CAPA investigation is still on-going and further improvements will be made as the potential causes of this issue are identified. Based on the investigation, the customer¿s indicated failure mode for defective locking mechanism was observed by bd pas during evaluation. Additionally, a CAPA was initiated for this issue in order to establish a root cause and implement necessary corrective actions. A CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified. Based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. CAPA 9167 was initiated to determine the root cause associated with defective locking mechanism and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the locking mechanism on a 21 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter is breaking at the base leaving both ends exposed afer use. There was no report of injury or medical intervention.